Event description:
During an atrial fibrillation procedure, when attempting to aspirate blood, air was sucked into the syringe of the sheath. The sheath was exchanged, and the procedure was successfully complete with no patient consequences. The brk needle had been inserted prior to the leak.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.